Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. Approximately 30 months post the index procedure, the patient was hospitalised due to suffering a stroke. The investigator has indicated the event was not related to the study device. The patient was treated with medication and recovered with sequelae.

Event description:
During index procedure one endeavor sprint drug-eluting stent was implanted in the lad and one endeavor sprint drug-eluting stent was implanted in the ramus vessel. The stroke is reported to have occurred on the date previously reported in the initial MDR.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The previously reported stroke event occurred approximately 2 weeks prior to the previously reported date.

Manufacturer narrative:
The patient suffered a second stroke approximately 33 months post the index procedure. The investigator has indicated that the event was not related to the study device. (B)(4).